Event description:
It was reported that prior to insertion in the ICU, the swg was found severely bent by the md. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: returned by the customer was an opened cs-27702-e kit that contained a guide wire, advancer assembly and additional components with evidence of use. The guide wire cap was not returned with the complaint sample. The guide wire returned in the kit was inspected and a bend was observed approximately 3.0 cm from the j-tip. The guide wire was reinserted into the advancer assembly without resistance or difficulty and could be advanced through the straightening tip. A device history record review was performed for the assembly and guide wire with no relevant findings. The reported complaint for a bent guide wire was confirmed through inspection of the returned component. As reported by the customer, the kink was observed prior to insert, however, the condition of the components had evidence of use. Based on the device record review performed on the guide wire and the evaluation of the returned complaint sample, the potential cause is undetermined.